Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported complaint item was returned for investigation. Visual inspection of the as returned product identified no damage to the implant. However, markings and nicks can be seen on the mount. Also there was excessive wear on the hex of the screw. Functional testing was performed for the returned product and the mount screw was unable to be removed. The length of the device usage is unknown. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant mount did not disengage from the implant when placing. The implant was returned for investigation and the reported complaint is confirmed following inspection and evaluation. A definitive root cause for this complaint could not be determined. The following sections have been updated: h6: evaluation codes; h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
It was reported that the implant mount did not disengage from the implant when placing, the implant was removed and another one was placed at the same surgery.